Event description:
Customer called stating his blood glucose level is too low for what he has programmed in his insulin pump. He stated he believes there is a delivery anomaly because his blood glucose level dips at certain times of the day. This has been happening on and off for the past 3 months. Customer uses a linked meter. He changed his set last sunday morning. There were no accidental button presses noted in the bolus history. Basal rates and bolus wizard settings were checked for accuracy. Customer stated his basal rates are different from what his doctor programmed because the doctor advised him to change the rates as needed when noticing patterns in low blood glucose levels. The device was not exposed to strong magnetic fields. The pump passed the displacement test. Customer agreed that the device is operating as designed and is no longer worried about the delivery anomaly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.